Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient's mother contacted support from the hospital to report inaccurate cgm readings. The sensor had been inserted approximately 5¿6 days earlier on the back of the patient's arm. Beginning at approximately 9:30¿10:00 am, the cgm persistently displayed low glucose readings in the range of 60¿79 mg/dl and later 60¿70 mg/dl. In response to these readings, the patient was treated with carbohydrates for presumed hypoglycemia; however, the glucose readings did not improve. As the day progressed, the patient developed symptoms including dry mouth, increased thirst, blurry vision, and feeling unwell. Ketone testing revealed moderate positive ketones. Attempts to verify glucose levels using two separate glucometers resulted in "error" messages, preventing confirmation of the patient's actual blood glucose level. Due to the persistent low cgm readings, inability to obtain a meter reading, and worsening symptoms, the patient was taken to the emergency room (ER) for evaluation. At the ER, the cgm continued to display falsely low values in the 60¿70 mg/dl range, including a reported cgm reading of 69 mg/dl. Initial ER glucose testing was reported as too high to read due to glucometer error. Subsequent fingerstick blood glucose (fsbg) testing measured 943 mg/dl, confirming severe hyperglycemia and a significant discrepancy with the cgm readings. The patient was treated with IV insulin and IV fluids in the ER. The patient remained in the ER for approximately 4¿5 hours and was not admitted to the hospital. According to the patient's mother, the patient was not diagnosed with diabetic ketoacidosis (dka). At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.